Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g3, g7 and h2 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt corrected section(s): section d1: logic cc femoral size 4, left. Section d4: model number, catalog number, serial number, unique identifier (UDI)#. Section d10: concomitant medical products. Section g4: PMA/510(k)number. (D4) device information provided is not correct. Investigation still ongoing. (D10) concomitant medical products: logic tibial insert . Logic tibial tray.

Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening. However, the revised components were not returned for evaluation and not enough information was provided to determine the cause of the possible loosening or the origin/cause of the ¿loose body¿ reportedly found in the joint space. The most probable root cause associated with the reported event of "loosening" is an adverse event appears to have occurred but there is not yet enough information available to classify the device problem.

Manufacturer narrative:
Concomitant medical products logic stem ext 14mm x 160mm (cat# 02-012-60-1416 / serial# (B)(4)). Logic cc tib insert size 4, 19mm (cat# 02-012-65-4019 / serial# (B)(4)). Logic post. Aug. Block size 4, 5mm (cat# 02-010-06-0541 / serial# (B)(4)). Cc distal fem augment sz 4, 10mm (cat# 208-06-04 / serial# (B)(4)). Cc distal fem augment sz 4, 10mm (cat# 208-06-04 / serial# (B)(4)). Cc femoral aug screw 15mm (cat# 208-10-15 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male's case was booked as a femoral revision. Upon removal it was found to have a loose body, possibly a cap from the tibial tray augment screw hole. Revised to trulient cck with stems up, and down augments, and antibiotic bead kit. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to hospital policy.